Event description:
It was reported the guidewire was kinking with needle when removed. No patient harm was reported. A new set was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly, arrow raulerson syringe (ars), and introducer needle for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the guide wire was kinked towards the distal tip. The guide wire was lodged within the introducer needle, and it was removed to further analyze the components. Once removed, large amounts of biomaterial were observed on the guide wire. The distal j-bend was misshapen but intact. Microscopic examination confirmed the defect and confirmed that both welds are pre sent and spherical. No obvious defects or anomalies were observed on the introducer needle. The location of the major kink measured 17mm from the distal tip. The overall length of the guide wire measured 600mm, which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.813mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The inner diameter of the needle cannula measured 0.041", which is within the specification limits of 0.041" - 0.043" per the needle cannula graphic. The components were functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was threaded through the returned introducer needle and ars, and the undamaged portions passed with little to no resistance. Large amounts of biomaterial were observed on the guide wire body, which likely caused or contributed to the resistance experienced by the customer. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer complaint of a kinked guide wire was confirmed through the complaint investigation. Visual analysis revealed one major kink towards the distal j-bend. Large quantities of biomaterial were also observed on the guide wire once removed from the introducer needle. The components passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the complaint investigation and returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the guidewire was kinking with needle when removed. No patient harm was reported. A new set was used. The patient's conditon is reported as fine.